Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date received by manufacturer: 28-sep-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the intraocular lens (iol), after lens cleaning, revealing no issues that could contribute to the complaint event. No further evaluation was performed. The complaint issue "discolored" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the optiblue monofocal preloaded intraocular lens (iol) turned blue/turquoise after it had been implanted into the patient's eye. Account indicated that the iol was explanted. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown, as information was requested but not provided telephone number: (B)(6). Other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.